Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the patient experienced intermittent audio output and an adverse event on (B)(6) 2016. Patient's wife stated that the receiver had audio issues and this sent the patient to the hospital. No other event details were provided. Additionally, the receiver's high and low alerts were tested and they worked. Further event or patient information is not available. The complaint device was returned for evaluation. A follow-up report will be submitted upon its completion.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.